Event description:
Employee was stuck by a contaminated needle when the safety shield stuck and and was extremely difficult to move. Employee was sent to the safety office for an examination. Exact follow-up unknown at this time.

Manufacturer narrative:
Evaluation of customer samples found all syringes functioned properly. Shield extention forces met spec. Review of the lot history record found two syringes were slightly above the 61b maximum spec. For extension force. This finding is within manufacturing acceptance criteria and the lot was accepted. The actual sample was not returned for evaluation, therefore it is impossible to determine the exact cause of the event. No other reports have been recieved against this lot. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete accurate.